Manufacturer narrative:
Device evaluated by MFR.: promus element,mr,ous 2.75x38mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified proximal stent damage. Stent struts on proximal end of the stent were lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-aug-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 90% stenosed, 35mm in length, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified, 3.0mm in diameter left circumflex artery. Following pre-dilation, a 2.75x38mm promus element long drug-eluting stent was advanced for treatment, but failed to cross the lesion. Another stent was attempted to be implanted but still could not cross the lesion, hence left the lesion untreated. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.